Manufacturer narrative:
On 30 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: postoperative dislocation of tha in a young female patient few days after primary operation. One x-ray was supplied, completely useless to allow analysis of the event. Dislocations in total hips are known, described adverse events, in the great majority of cases not attributable to a defect in the implanted devices. There is no reason to suspect otherwise in this case. Batch review performed on 17 october 2016. Lot 162721: (B)(4) items manufactured and released on 02 august 2016. Expiration date: 2021-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø32/d, code 01.32.3241hct, lot. 163251 (k103721) (B)(4) items manufactured and released on 05 july 2016. Expiration date: 2021-06-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient was complaining of instability. The surgeon noticed the patient had dislocated her hip posteriorly. The cause of the dislocation is unknown. The surgeon revised the head and the liner. The surgery was completed successfully. X-rays are available. Explant are not available.